Event description:
A cracked and shattered touchscreen was reported after a pump was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. Since the touchscreen was illegible and the screen was damaged underneath the screen protector, the customer could not interact with the pump. Technical support arranged for the replacement of the pump, and although it was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.